Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the mainboard. As a result, the mainboard was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was unable to be powered on and exhibited error code 45639. It is unknown if there was patient involvement, no adverse patient effects were reported.